Manufacturer narrative:
(B)(6). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring split inside the patient's leg. Both halves were still attached to the cannula and retracted when pulled back and was retrieved without extra incisions. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number trackwise # (B)(6). Autonumber # (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed on the cannula or the c-ring. The c-ring was transected. The scope wash tubing and the c-ring remained attached to the cannula due to the presence of a retention rib. There were no missing components observed on the c-ring and the cannula. The plastic c-ring on the cannula was observed to be melted and cut in longitudinally between the flanking curved areas. Based on the return condition of the device as returned, we are able to confirm the reported complaint "break, cannula c-ring cut".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring split inside the patient's leg. Both halves were still attached to the cannula and retracted when pulled back and retrieved without extra incisions. Nothing left in patient, no patient harm. A replacement device was used to complete the procedure. The hospital did not report any patient effects.